Event description:
It was reported that the patient previously received six inappropriate shocks for an episode of supra ventricular tachycardia (svt) while performing martial arts. The right ventricular (rv) lead remains in use. It was also reported that the right atrial (ra) lead had high, unstable impedance with a suspected fracture. The ra lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7278 ICD: implanted: (B)(6) 2005. (B)(4).